Event description:
It was reported that the left ventricular lead was unable to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: icf09b52 lead implanted 2004-(B)(6), 6947-65 lead, implanted 2004-(B)(6). (B)(4)